Event description:
(B)(4). It was reported that following a stenting procedure the stent became occluded. A 6-french vascular introducer was placed in the left common femoral artery, and heparin was given. A 6 french lima guiding catheter was advanced over a 0.035 wire and advanced through the guiding catheter. Attempts were made to cross the totally occluded right iliac artery. The wire was then carefully manipulated through the sheath and through the total occlusion. The wire was placed distal into the descending aorta. A 4x60mm balloon was then used to dilate the totally occluded segment, which spanned approximately 5cm. Angiography demonstrated a patent vessel with some dissection and a large amount of thrombus throughout the common and external iliac. Subsequently, several balloon inflations were performed and additional heparin was given. Then a 8x57mm express ld stent was placed in the common iliac artery. The stent was deployed at 8 atms and post-dilated to 10 atms. Then a 7x60mm non bsc self expanding stent was advanced into the external iliac and a slight overlap was made with the express stent. A 6x60mm non bsc self-expanding stent was then deployed in the most distal portion of the external iliac extending into the common femoral artery. Angiography confirmed and excellent result with normal flow down the superficial femoral artery and the femoral profundus with no significant residual dissection. The clot also appeared to be cleared at this point and the procedure considered successful. Following the procedure they were unable to achieve hemostasis. Medications were administered and manual pressure was held for 128 minutes when pressure dressings were applied. Ultrasound imaging was performed to assess stent patency. The ultrasound was inconclusive. The patient experienced right lower extremity pain with faint pulses. Angiography was performed to assess the pain. A 6 french vascular introducer was placed in the left common femoral artery. A 6 french catheter was advanced over a 0.035 wire and manipulated into the bifurcation of the iliac arteries and angiography was performed, which demonstrated complete occlusion of the previously placed stents with very little flow beyond the stents. It was decided to stop the procedure and send the patient to surgery for fem-fem bypass. The patient tolerated surgery without problems and was discharged.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).